Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion (pbd). Reportedly, the device triggered elective replacement indicator (eri) and the field representative requested for a battery analysis to see if it has a full ninety days for replacement. Data analysis result indicated that the power consumption of this device has been increasing during the past year and is expected to continue to increase. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.